Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 37 mg/dl at its lowest), due to the pump basal rate being set too high. Glucagon injections were administered to address low bg. After the contact discussed the setting adjustment with a healthcare provider, tandem technical support assisted the contact with the adjustment. Bg was back in range at the time of the report.